Manufacturer narrative:
(B)(4). An evaluation has determined that there is a potential for the architect vancomycin assay to generate falsely elevated results due to sample or sample handling issues causing interference. In response to this issue a product correction letter was sent to the customers with specific instructions to continue following all sample handling instructions per the package insert and to follow the additional centrifugation instructions included in the product correction letter. Further investigation determined the root cause of architect ivancomycin (list number 01p30-25) for falsely elevated results is due to the tracer diluent formulation. The formulation does not adequately protect against specimen contamination. The investigation determined, and subsequent verification confirmed, a change to the conjugate diluent will correct the issue. A product information letter regarding this new reagent was issued on march 21, 2012 informing ex-us customers that the new reagent formulation, list number 1p30-27 will be available. The additional sample centrifugation as instructed in product correction letter of fa13sep2010 will continue to be followed by us customers, while pending the us 510k submission clearance and launch of the new product.

Event description:
The customer stated that one patient sample generated an elevated architect vancomycin result of more than100 ug/ml but repeated 20.3 ug/ml upon dilution. Through troubleshooting, it was discovered that the account was not following fa13sep2010 letter for processing patient samples. The account was educated regarding fa13sep2010. No impact to patient management was reported.